Manufacturer narrative:
On 4/9/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a 77-year-old male patient (119kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and cardiac surgery. During use and post use a pericardial effusion was noticed. There were no visible signs on the patient during the procedure. Post procedure the patient was cardioverted then checked for a pericardial effusion. The pericardial effusion was discovered and confirmed by ice. A pericardiocentesis was performed and 2 liters of fluid was removed. The patient was reported to be in stable condition but was being taken into surgery. It was exploratory surgery to make sure there were no other issues. Physician did not know what may have caused the pericardial effusion. The patient likely required extended hospital stay due to cardiac surgery. The reporter stated: patient outcome was improved- patient was out of surgery and stable last time they were aware. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30487644m number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and cardiac surgery. During use and post use a pericardial effusion was noticed. There were no visible signs on the patient during the procedure. Post procedure the patient was cardioverted then checked for a pericardial effusion. The pericardial effusion was discovered and confirmed by ice. A pericardiocentesis was performed and 2 liters of fluid was removed. The patient was reported to be in stable condition but was being taken into surgery. It was exploratory surgery to make sure there were no other issues. Physician did not know what may have caused the pericardial effusion. The patient likely required extended hospital stay due to cardiac surgery. The reporter stated: patient outcome was improved- patient was out of surgery and stable last I was aware. Transseptal puncture was performed with st. Jude sl0 and sr0 and brk. Ablation was performed prior to noticing the cardiac tamponade. There was no evidence of steam pop. The correct catheter settings were selected on the generator and the pump switching from low to high flow during ablation. The irrigation catheter flow setting: 15ml/min. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector and visitag. Visitag module parameters for stability used: 2mm for 4 seconds tag size 3mm. No additional filters were used and color options used prospectively: none and prospectively- impedance retrospectively. Per additional information: the event was not discovered until the end of the case but the perforation was found between the left superior pulmonary vein and left atrial appendage so it probably occurred during the mapping or ablation phase. Since this event is life-threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.